Event description:
The customer reported that while the iabp was in use on a pt, the iabp was not charging the batteries and the unit shut down. The event was reported over the phone with maquet's clinical personnel. The company representative instructed the customer to verify if the console was properly installed into the hospital cart. The customer noticed that the iabp was disengaged from the cart because earlier they were preparing to do a patient transport, using only the iabp console, but the transport was canceled and apparently the iabp was not properly reinstalled. The company representative placed a follow up call and the customer stated that the iabp batteries were only charging up to 3 bars. As per the company representative's instructions, the pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
(B)(4), supervisor of quality and compliance, spoke with (B)(6), the customer's biomed. He stated that the iabp was pulled out of the cart as if it was going to be used as a portable unit. The biomed wasn't sure why the iabp was used as a portable unit since they do not use this iabp for transport. The iabp was tested, it functioned normally and was returned to service. The operating instructions manual recommends the following: "grab the handle and slowly slide the pump console into the hospital cart until it locks into place. You will hear an audible click noise once the console is locking into the hospital cart". The company representative asked if further training or a copy of the instructions for use would be necessary, which he declined, since he already re-trained the hospital staff. Philip also stated that the unit was back in service and working properly. (B)(4).